Event description:
New information noted that on (B)(6) 2020, rf telemetry was unable to be established again during a remote follow-up. No firmware upgrade was performed as the device had reached the elective replacement indicator and will be electively replaced at a later date.

Manufacturer narrative:
The device is included in the flash 3 firmware upgrade rf telemetry failure advisory notice issued by abbott on 8 january 2020. Further information was requested but not received.

Event description:
During remote follow-up, rf telemetry was unable to be established with the implanted device. A firmware upgrade was recommended to resolve the issue. The patient was in stable condition.